Event description:
It was reported that during a normal follow-up visit, it was observed that the patient received inappropriate therapy for a misdiagnosed svt. The device was reprogrammed. There were no consequences for patient.